Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of 600mg/dl. The customer treated with manual injection. Customer indicated that their blood glucose value was 270 mg/dl at the time of the call. Customer indicated that they were unable to speak on the phone any longer and would call back at a later time.